Event description:
It was reported that the procedure was to a treat a 99% stenosed, mildly calcified lesion in the mildly tortuous proximal left anterior descending (lad) coronary artery. The lesion was pre-dilated with a non-specified balloon. During deployment of the 3.5 x 48 mm xience xpedition a distal edge dissection occurred. Another unplanned xience prime was used to cover the dissection. There was no adverse patient sequela or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.